Manufacturer narrative:
Product event summary #damaged instrument spine clamps. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that two spine clamps were discovered damaged out of sterile processing and would not clamp down. Discovered outside of procedure. No patient present.

Manufacturer narrative:
Correction: this report was submitted in error. Information pertaining to this event is reported in regulatory report # 1723170-2019-03088 and regulatory report # 1723170-2019-03089. Any additional information pertaining to the event will be submitted as a supplemental to those reports. If information is provided in the future, a supplemental report will be issued.